Manufacturer narrative:
A direct correlation between hm3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains on going on heartmate 3 lvas, serial number (B)(4). No further events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU also provides information regarding patient management and recommended anticoagulation regimens.

Manufacturer narrative:
Patient weight was not provided. Approximate age of device - 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with a syncope episode the prior evening. The patient¿s hemoglobin dropped from 9.0 g/dl to 7.7 g/dl. The patient was given two units of red packed blood cells. A esophagogastroduodenoscopy was performed and the patient was found to have a gastrointestinal bleed. A clip was placed to resolve the bleeding and the patient was discharged home.